Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported the system shut down on its own after 30 minutes. This occurred prior to procedures. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The system was tested and found to meet product specifications. The system was manufactured on october 16, 2008. Based on qa assessment, the product met specifications at the time of release. Power host printed circuit board (pcb) was received for evaluation. An initial visual assessment of the returned sample showed no visual nonconformity. The returned power host pcb was installed into the calibrated hotbed and the system would not turn on. The ¿power ok¿ led was red. Each power source was measured and the 12v switch was found to non-conforming. The schematic of the pcb was tracked to a nonconforming component. The component was burnt. The root cause of the reported event can be attributed to a burnt component on the host power pcb. The manufacturer internal reference number is: (B)(4).